Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that, the customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2017 with high blood glucose of 600 mg/dl. Customer was off the insulin pump for less than 48 hours prior to hospitalization. The device passed both the displacement test and high pressure test. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Additionally, the customer called back to report that they had experienced a high blood glucose over 400 mg/dl. Their current blood glucose was 180 mg/dl. The customer stated that the insulin pump was currently not delivering insulin and is in a mode requiring a rewind and prime of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08675 inches. Unit was received with minor scratched display window and case. Unit was received with fading serial number label.